Event description:
Customer reportedly received result of hi (greater than 600 mg/dl) on this aviva system, and results of 490 mg/dl on an unspecified professional aviva device, and result of 240 mg/dl on professional one-touch device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.